Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported (via FDA mw5096474) that a female patient, who underwent underwent breast prosthesis implantation surgery with two 475cc mentor smooth round moderate profile saline breast prostheses, suffered several unexplained systemic symptoms, including herniated discs in neck, degenerative joint disease, fibromyalgia (2007), gallbladder removed (2011), elevated crp every year since 2008, chronic fatigue, weight gain, arthritis, inflammation, chest pain, palpitations, wheezing, neuropathy, possible ra and other symptoms from breast implant illness. The implants were also reported to have partially deflated and leaked. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.